Event description:
Healthcare provider (hcp) responded to a letter. When asked if the external neurostimulator (ens) and leads would be returned to the manufacturing company, the hcp said the issue was resolved and the patient went onto a staged trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID (B)(4). Lot# unknown serial# implanted: explanted: product type screening device product ID (B)(4). Lot# unknown serial# implanted: explanted: product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient reported an increase in their urgency and several bowel movements. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp). Three days later, patient said their device keeps becoming unplugged so they thought one of the "wires" is too short. The patient's son plugged their device back in. As a result of what was reported, the patient was advised to contact their hcp. On (B)(6), patient said their device unplugged again so they turned everything off. Hcp responded to a letter on (B)(6) 2019. When asked what were the circumstances that led to the device disconnection issue, the hcp said both leads broke. They added and said the leads removed in [illegible] and the patient proceeded to staging. No further patient complications have been reported as a result of this event.